Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the intermittent image was confirmed. Based on the results of the investigation, it was presumed that the cause of the intermittent image was a poor connection with the scope cable due to wear of the lock lever of the video connector. However, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an intermittent image resulting in the endoscopic image to not be visible. There were no reports of patient harm.